Event description:
Consumer feels that thermometer is unsafe because it does not accurately record the correct body temperature. Consumer used the thermometer to take her daughter's temperature. Original reading was 99.7 degrees. Consumer suspected that the reading was inaccurate because her daughter was 'burning up'. Consumer gave daughter cool bath and acetaminophen. Consumer used same thermometer to take daughter's temperature an hour later. The reading was 98.8 degrees. Consumer said that daughter was still feverish. In 2007, consumer again tried the thermometer, this time taking her own temp., which she said is usually 98.6 degrees. The reading was 96.8 degrees. Consumer also used the product to take another daughter's temperature. Consumer said that the second daughter's temp was recorded as approx. 95.9 degrees. Consumer tested son's temp using thermometer. Son's temp was 94.7. Consumer said son would have to have hypothermia to have such a low reading. Consumer again tried to record her own temperature which thermometer recorded as 96.8. No injuries. The same day, consumer called the MFR. Consumer spoke with (name unknown) a company rep. Rep did not know what a normal body temperature would be. Consumer asked to speak to a supervisor. Dolly (last name unknown) came on the line and consumer explained what happened with the product. Rep said that she would contact the corporation to relay the model number and the consumer's phone number. Rep also said that she would pass on the lot number to the corporation. Consumer said that she (rep) failed to ask for the lot number. Rep also said twice that she would have the corporation call the consumer.